Event description:
While testing an oxygen monitor, it was observed that the readings dropped depending on where the sensor was placed in the room. Further testing showed that the unit is sensitive to emi which appears to be coming in through windows in room. Contacted MFR and asked if they could shield the cable on the sensor, they responded with "it would be too costly".